Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is getting intermittent "no o2 available" alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states other v60's are operating in the same room, same o2 supply with no issues. The rse advised to monitor o2 inlet pressure via the pneumatics screen while flowing 140 slpm of o2 and verify o2 inlet pressure maintains around 50psi. If the pressure drops to bypass the transport manifold, if issue persists to replace the o2 hose. If no trouble found to perform a full pvt and address any issues found. The customer changed the o2 valve splitter with good spare to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16861.